Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to capture, over-sensing, and under-sensing were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the outer and inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, including output verification and sensitivity test no anomaly contributing to capture or sensing problem.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited loss of capture. The lp was removed, tissue was cleaned from the helix, and the lp was reinserted. The lp continued to fail to capture and both oversensing and undersensing were observed. Several sinus pauses with no ventricular escape rhythm occurred during implant. The implant attempt was abandoned. The patient was in stable condition.